Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the device was in used condition. Functional testing was unable to duplicate the reported issue, the device met specifications with no issues. Service history review identified the device was previously serviced for an unrelated issue.

Manufacturer narrative:
3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had air in line sensor failure. There was no patient involvement and no harm/adverse event reported.